Event description:
Allegedly product was broken during surgery.

Manufacturer narrative:
This is a reportable product malfunction. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. No serious injury occurred; therefore, no patient information is applicable.